Event description:
During follow up for an unrelated event, a peritoneal dialysis registered nurse reported the patient was diagnosed with peritonitis on (B)(6) 2014 due to a break in aseptic technique. The bacteria was (B)(6). She was hospitalized for 5 days and received antibiotics. The patient was discharged to home with a family member. Patient is said to be non-adherent to treatment. She continues on peritoneal dialysis with the liberty cycler.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer and the device investigation is in process. A clinical investigation was completed with the following conclusion: this is a patient with a history of peritoneal dialysis using the liberty cycler; reportedly, the patient suffered an event of peritonitis. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or break in the sterile field. This event of peritonitis may have been a result of use error. A supplemental medwatch report will be submitted upon completion of the investigation.